Event description:
It was reported that the ipg was no longer functioning as intended. The patient underwent an explant procedure and the explanted device was discarded by the medical facility.

Manufacturer narrative:
Patients exact age is unknown; however, it was reported that the patient was over the age of 18. Block b3: exact date unknown, explant occurred four years ago.